Event description:
It was reported that it was believed that the balloon had ruptured while in the patient. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. Medical tape was observed taped on one side of the backform. There was no visible damage observed on the backform. Balloon failed to inflate due to 2 slits in the catheter body 34 centimeters from the tip, which entered the inflation lumen. Contamination shield, introducer and syringe were not returned. All through lumens were patent without leakage. There was no visible damage observed to the balloon latex. This event was determined to be reportable following edward's standard procedures. Failure modes of catheter slits that communicate with the inflation lumen are reportable. A device history record review was completed and documented that the device met all specifications upon distribution.